Event description:
It was reported that a m.blue plus (#fx824t) was implanted during a procedure performed in 2023. According to the complainant, the shunt system showed an under-drainage. The patient underwent a revision procedure performed on (B)(6) 2024. The complainant device has returned to the manufacturer for evaluation. No patient complications were reported as a result of the revision procedure. Age: 11 months.

Manufacturer narrative:
Visual inspection: during the investigation, no significant deformations or damage of the valves were determined, only a few deposits in the paediatric prechamber chamber. Permeability test: a permeability test has shown that the m.blue has a blockage, while the other products were permeable. Computer controlled test: to investigate the claim of under-drainage, the opening pressure is measured using a miethke computer controlled testing apparatus which simulates a cerebrospinal fluid flow. The valves are tested in both the horizontal as well as the vertical position. The results show that the progav 2.0 operates within the accepted tolerances in the horizontal position, because the m.blue is not permeable, a computer controlled test is not possible. Adjustment test: during the adjustment test it was determined that both valves are adjustable in all pressure ranges. Braking force and brake function test: the brake functionality test has shown that the brake function operates as expected; and the braking force is within the given tolerances. Internal inspection: after dismantling of the valves, deposits were found in both valves. To make the deposits in the shunt system more visible, they were colored using a staining solution. Results: based on our investigation results, we can determine a blockage at the m.blue. The deposits visible in the valve may have led to the occlusion. Deposits caused by natural substances in the body, such as protein, blood or tissue particles, are among the known and unavoidable risks and side effects of hydrocephalus therapy. Even small amounts of proteins can impair the integrity of the valve. Based on our investigation results, we can detect visible deposits in the progav 2.0. The deposits did not affect the technical properties of the valve at the time of the examination. Based on our examination results, we cannot detect any functional deviations or other abnormalities on the ventricular catheter and the paediatric prechamber. To summarise, it can be said that the m.blue is probably responsible for the claimed malfunction, underdrainage. We can exclude a defect at the time of release. The shunt system met all specifications of the final inspection when released from christoph miethke gmbh & co. Kg. No further regulatory actions are required from our point of view.